Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was able to confirm blood back up in the line through residue being left in the administration set. No leak was able to be confirmed.

Event description:
The initial reporter stated that they had a set that leaked and they also noticed blood had backed up into the filter. The initial reporter also stated that the patient was doing well after the event. (B)(4).